Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call that customer experienced low blood glucose level. The customer¿s blood glucose level was 48 mg/dl at the time of the incident and went up to 115 mg/dl. Troubleshooting was performed. The insulin pump will not be returned for analysis.